Manufacturer narrative:
Reportedly, the customer noticed that the cot was not working properly, following a prior transport of a 600 lb. Pt. Allegedly, the customer did not service the unit and continued to use the cot.

Event description:
It was reported that the cot dropped while transporting a 300 lb. Pt . Reportedly, the pt shifted her weight as the operators attempted to lower the stretcher. Allegedly, the pt sustained a fractured a right shoulder.